Manufacturer narrative:
Type of reportable event: from malfunction to si. The customer¿s report of a broken bifuse at the y connection was confirmed. Separation was identified at the engagement between the exit port of the bifuse adapter and smallbore tubing p/n 660135. Further visual inspection of the separated tubing end observed only slight solvent residue along the area. The tubing looked to have been inserted fully based on the evidence along the separated tubing end and tubing depth . Dimensional analysis of the separate tubing was observed to be within specification; and further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause of the observed separation was identified as due to insufficient solvent being applied at the engagement of the tubing.

Event description:
It was reported that the bifuse broke at the y connection during an infusion on the hem/onc unit. Shortly after this tubing break occurred the patient was diagnosed with a central line infection. There was no report of lasting harm. Although requested, there was no further information or details received regarding the event.

Event description:
It was reported that the bifuse broke at the y connection during an infusion on the hem/onc unit. Shortly after this tubing break occurred the patient was diagnosed with a central line infection. There was no report of lasting harm. Although requested, there was no further information or details received regarding the event.

Manufacturer narrative:
The customer¿s report of a broken bifuse was confirmed. A separation was identified at the engagement between the exit port of the bifuse connector and the tubing. Further visual inspection of the separated tubing end observed only slight solvent residue along the area. The tubing looked to have been inserted fully based on the evidence along the separated tubing end and tubing depth. Dimensional analysis of the tubing and of the connector port were observed to be within specification; and further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause of the observed separation was identified as due to insufficient solvent at the engagement of the tubing. A definitive root cause for the insufficient solvent has not been established; however, even though the tubing and parallel y-connector dimensional analysis were both within specification, there may potentially be mechanical interference during engagement if the tubing outer diameter (od) is at the highest specification limit and the connector inner diameter (ID) is at the lowest specification limit. This may push the solvent away instead of letting it react inside the bond pocket.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported noted a broken bifuse at the y connection while attached to a patient. Shortly after this tubing break occurred the patient was diagnosed with a central line infection. There was no report of lasting harm.